Event description:
The customer returned the product for device will not power on, during physical inspection it was found that the downstream occlusion (dso) seal was cracked. There was unknown patient involvement and unknown patient harm reported.

Manufacturer narrative:
E1 - initial reporter address 2: franklin woods comm hosp (msha-ce) h3: one device was received for evaluation. The device had not been serviced in the past 12 months. Visual inspection identified a worn upstream occlusion (uso) seal and cracked downstream occlusion (dso) seal. The dso seal was replaced. The device passed all functional tests after the repair.